Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a patient was harmed while using a ventilator. The information indicates the ventilator states data download. Repeated attempts for additional information or to have the device returned for evaluation were unsuccessful. The manufacturer believes they will be unable to gather additional information.  The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
On previously submitted report, section event date (rfb) in box b was incorrect. Section event date (rfb) in box b has been updated/ corrected in this report.

Manufacturer narrative:
The manufacturer received information alleging a patient was harmed while using a ventilator. The information indicates the ventilator states data download. The ventilator was returned to the product investigation laboratory (pil) for evaluation and pil was able to confirm a failure of the device. Pil then ran therapy for approximately 1 hour and the device operates without issue. Pil then tested the device on the pil trilogy evo multifunctional test station at pretest for communication verification and usb verification and passed testing and then post tested the device and failed testing for flow verification. Pil then disassembled the device and noted contamination throughout the device and inside the flow sensor. Pil concluded that there were no issues with the data download via usb ports or communicating with the device via the communication port, however the device was contaminated which caused the flow test failure in the pil. In addition, adverse event/product problem, type of reported complaint, (device) problem code grid, health impact grid has been updated/corrected.